Event description:
Event description cpi received information that the rate sensing portion of this endotak transvenous defibrillation lead was removed from service. The patient with an implantable cardioverter defibrillator (ICD) and this lead was experiencing oversensing. The physician elected to perform an invasive procedure and found the lead was fractured at the junction with the connector pin. A new rate sensing lead was implanted.